Event description:
It was reported that a user experienced no continuous glucose monitor (cgm) readings because the dexcom g6 sensor never completed warmup following a replacement, and customer care guided the user to toggle g6 and g7 settings and re-enter the sensor code and transmitter serial number, after which the cgm initiated warmup. No symptoms reported. Outcomes included temporary loss of cgm functionality without alerts or alarms and subsequent restoration of warmup after troubleshooting. Investigation included technical review and user-guided troubleshooting. Investigation of this case revealed that reconfiguration of cgm pairing parameters resolved the pairing and warmup failure. It was concluded that the event was related to a cgm pairing or setup issue, with no injury reported and device use restored after education.